Manufacturer narrative:
The electrode lot number was provided as fxr07/gec21. The expiration date was not provided. The customer reported that during the time of the event, they had water quality degradation alerts on their organo water purification system, and the water purification system was relocated. The investigation is ongoing.

Event description:
There was an allegation of questionable solium results from the cobas ise neo 900 analytical unit. Two examples were provided. Example 1 initial result was 140 mmol/l, and the repeat result was 146 mmol/l. Example 2 initial result was 130 mmol/l, and the repeat result was 136 mmol/l.